Event description:
It was reported that the patient experienced inappropriate high voltage therapy in response to an incorrect interpretation of signal of supraventricular tachycardia. The device was reprogrammed to resolved the event and the patient's medication was adjusted. The patient was stable and will continue to be monitored.